Event description:
The problem was observed on 10/7/96. While solution was running through the filter to the pt, it became unhooked. Two different nurses, three different pts were faced with this problem.